Manufacturer narrative:
Based on very limited information received, we were not able to determine the exact root cause of the event. The customer reported only that the strap of the handle dropped from the pole on the patient. The service technician inspected the device and found out that the link that holds the strap to the trapeze plate had been removed. He reassembled it and put the device back on the lifting pole. No further issues were found. Therefore, it seems that this particular event might be a result of handling of the accessory not in accordance with the product instruction for use (746-439-ml_10): "fit the lifting strap loop over the horizontal part of the lifting pole. Ensure that the loop lies between the projecting pegs (circled) at all times." Moreover, the citadel plus instruction for use (IFU 831.374-en rev. 11) states that the caregiver obligation is to ¿examine the lifting pole strap and handle daily¿. In summary, the lifting handle detached from the lifting pole and fell on the patient. From that perspective, the device did not meet the manufacturer¿s specification. No injury was sustained. This complaint is deemed reportable due to the allegation that the lifting handle strap dropped from the pole on the patient.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Arjo became aware of an event involving citadel plus bed and its accessory - lifting handle. It was indicated that the strap of the handle dropped from the pole on the patient. No information regarding the circumstances of the event were provided by the facility. No injury was reported. The customer requested service. The device was reassembled. No further issue was found.